Event description:
(B)(4). Almost immediately after implantation there were problems and problems continued and, often, worsened with time. I was bleeding profusely, cramping, sharp pelvic pain, spotting, discharge, hot flashes, painful ovulation, night sweats, loss of libido, bleeding after sex, painful periods, painful intercourse, bleeding between periods, back pain, joint pain, chest pain, neck pain, spine pain, hip pain, all over body aches, nausea, vomiting, severe bloating, heartburn, bowel issues, headaches, migraines, brain fog, mood swings, depression, no energy, ringing in the ears, tremors/shakiness, anemia, unexplained/easily bruising, chronic fatigue, acne, skin irritation, hair loss, insomnia, weight issues, excessive sweating, dry skin, dry eyes, dry hair. I also have a nickel allergy as well. I am now looking at having to have a hysterectomy to rid me of my pain and sickness.

Event description:
(B)(4). I had a total hysterectomy, excluding ovaries, in (B)(6) 2015.

Event description:
(B)(4). I have now had a total hysterectomy ((B)(6) 2015), which includes: fallopian tubes, uterus, and cervix. Horrible pain now from surgery, but I already feel a little better with essure out of my body. Essure definitely had a (B)(6) impact on my body.